Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and shaft break occurred. The target lesion was located in a vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced to the lesion for venous reconstruction. The balloon was inflated however it ruptured at 12 atmospheres on the second inflation. It was also noted that the shaft of the device broke and a segment of the balloon material was detached inside the patient. A surgical cut down procedure was then performed at the access site to retrieve the detached segment of the balloon and the procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was received in three sections as a result of two breaks in the shaft and a complete balloon circumferential tear. A break was located at 95.5cm distal to the strain relief and a second break was located at 4.3cm proximal to the proximal edge of the distal markerband. It is noted that the shaft was severely stretched at both break sections. A complete balloon circumferential with longitudinal tear was present in the balloon. The complete v-shaped circumferential tear was located at 3cm distal to the proximal edge of the proximal balloon sleeve. A longitudinal tear was evident along the main body of the distal section of the balloon circumferential tear. No other issues were identified with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, balloon detachment and shaft break occurred. The target lesion was located in a vein. A 12.0 x 80, 135cm mustang balloon catheter was advanced to the lesion for venous reconstruction. The balloon was inflated however it ruptured at 12 atmospheres on the second inflation. It was also noted that the shaft of the device broke and a segment of the balloon material was detached inside the patient. A surgical cut down procedure was then performed at the access site to retrieve the detached segment of the balloon and the procedure was completed using another balloon catheter. No patient complications were reported and the patient's status was good.